Manufacturer narrative:
The following devices were also listed in this report: cat# 5517f501; triathlon p/a cr beaded #5l; lot# ba42u. Cat# 5536b600; tritanium bplate triathlon s6; lot# ctd138383. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding osteolysis involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medial records were provided for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to osteolysis. A cr/ cs knee was converted to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.